Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Date of event: date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-05-03, information was received from a healthcare provider (hcp) regarding a (B)(6), male patient who was receiving an unknown drug via an implantable pump for non-malignant pain, intractable spasticity and multiple sclerosis. On an unknown date in (B)(6) 2016, the patient was in the operating room having spine surgery when the surgeon cut the catheter. A company representative then ¿turned off¿ the pump. No patient symptoms were reported. The patient wanted the pump explanted because he no longer needed it now that he had the spinal surgery. The patient was to see the hcp the week after (B)(6) 2016 to discuss scheduling the explant of the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.